Event description:
Analysis of the returned device revealed a damaged cannula. It was reported that the patient¿s blood glucose level rose to 256 mg/dl while wearing the pod on the arm. Initially, it was reported that the pod was not delivering insulin, and bleeding was observed in the cannula window.

Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, the exposed portion of the soft cannula was observed to be damaged. The exact timing and cause of this damage could not be determined, therefore it could not be determined if this damage contributed to the reported not sure delivering insulin. The device was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.